Manufacturer narrative:
Anchor model#: m924256a003, lot#: 082227011a, implanted: na, explanted: na, anchor model#: m924256a003, lot#: 082225511a, implanted: na, explanted: na. (B)(4).

Event description:
It was reported that during a procedure the surgeon had difficulty securing two anchors because the screws would not fasten straight. Also, when the leads were in place, the support clip did not snap into place. The physician then 'destroyed' the bases of the anchors and cement was then used to secure the leads. It was also noted that the surgeon was experienced with the use of the anchor. Additional information was requested but was not available at the time of this report.